Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of an odor or smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device available for evaluation correction from no to yes. Device evaluation by manufacturer ¿ check no. Check reason for non-evaluation ¿device evaluation anticipated, but not yet begun¿ the vacuum pump oil and catalytic converter were received for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer ¿ check yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were returned and tested. No smoke or odor emitted from the components during the cycle. The return of the catalytic converter and oil mist filter could not be confirmed. The assignable cause of the odor/smells issue is the vacuum pump oil, catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).